Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the main coil, the introducer sheath and the delivery wire were returned. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 30apr2025. It was reported that the coil premature deployment occurred. The target lesion was located in the abdominal aorta. A 12mm x 40cm interlock-35 was selected for use. During advancement, it was noted that the coil was deployed prematurely and did not reach the tumor. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed that the arm coil was detached.